Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient had not charged the ins for "a couple weeks" because he had lost the external equipment. The patient reported when he tried to charge his ins it would not charge so he met up with a rep and charged the ins successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient's left hand was shaking so bad/shaking like a leaf. The patient confirmed that this was a sudden return of their target symptoms because they were unable to charge the implantable neurostimulator (ins), and it had depleted. It was noted they lost their lost recharger equipment. No further patient complications have been reported as a result of this event.